Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A surgical assistant reported that after an intraocular lens (iol) was implanted the patient had blurry vision and the visual quality was unacceptable. The lens was exchanged for a monofocal model 6.5 months after initial implantation. Additional information was requested.